Event description:
It was reported that: pt is reporting discomfort in hip since last (B)(6). Pt is reporting off and on pain in hip area. Pt states that there is no swelling or sharp pain, it is an ache. Pt also states that she is currently using a cane with a seat if she has to walk for long periods of time.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not remained in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.